Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
Product evaluation found that the lens was returned in liquid in the lens case/vial. Visual inspection found the haptic torn/broken and a piece missing. (B)(4).

Event description:
The reporter indicated that the surgeon attempted to implant a cc4204a, +19.5 diopter, intraocular lens in the patient's eye on (B)(6) 2017. The surgeon noticed that the lens got stuck and damaged in the inserter, prior to patient contact. A back up lens was then used.

Manufacturer narrative:
Claim #: (B)(4).